Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 22.8 mmol/l. The insulin pump alarmed software error detected and battery failed. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self test. It was unknown if the customer was using auto mode. The insulin pump will not be returned for analysis.